Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that the test does not start after a sample is applied using her adc blood glucose meter. Customer reported that on the morning of (B)(6) 2016 she awoke and was feeling unwell. She attempted to test with her adc meter but was unable to obtain a reading. The customer went to a hospital to have her blood sugar level checked and reported that she was given fluids and unspecified treatment at the hospital. No readings or diagnosis were reported. Customer was unable to provide further information at the time of the call, and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It was noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test does not start after a sample is applied using her adc blood glucose meter. Customer reported that on the morning of (B)(6) 2016 she awoke and was feeling unwell. She attempted to test with her adc meter but was unable to obtain a reading. The customer went to a hospital to have her blood sugar level checked and reported that she was given fluids and unspecified treatment at the hospital. No readings or diagnosis were reported. Customer was unable to provide further information at the time of the call, and additional attempts to contact the customer were unsuccessful. There was no report of death or permanent injury associated with this event.